Event description:
Initial reporter indicated the pt was having worsening seizure activity over the last 6-9 months. The seizures reported were at the pt's preimplantation seizure rate. The device was interrogated and high lead impedance was discovered indicating a possible lead malfunction. X-rays were reviewed by the pt's treating physician "who thought there may be an indication of one of the coils come off the vagus nerve." The pt had not been seen in the clinic for at least 15 months, there was no report of any falls as the child cannot walk and is in a chair continuously. It was additionally reported "he has grown a great deal since implantation." The pt underwent full revision surgery. Cyberonics is pending receipt of the explanted products for analysis. It was reported the "surgeon could not see exactly where the problem had occurred but thought the 'loop' had disappeared."

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death.